Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A doctor reported that air came out from the infusion line into the eye during surgery. The air stopped coming out when the infusion line was clamped. The cutter and infusion line were replaced and surgery completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. Four unused paks and one wet cassette with the infusion line attached was returned. It was noted a 25 gauge trocar was on the infusion cannula, however, this would not have resulted in the customer's reported event. The wet sample and one unused sample were selected for testing. A full integrity pressure leak test was performed on each cassette and no leakage was detected. The customer reported "air came out from the infusion line," as such, the fluid/air exchange manifolds were then tested. Replaced the 25 gauge infusion cannula with the unused 23 gauge cannula to continue testing. Each sample could prime and pass intraocular pressure calibration successfully. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No anomalies were observed during functional testing. The customer should be reminded that the direction for use states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause of the customer's event could not be established as the f/ax manifolds functioned as they should during functional testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. (B)(4).